Event description:
It was reported that bd intima-ii y 20gax1.16in ss prn slm npvc leaked at diaphragm (prn) the patient came to our hospital on (B)(6)2025 due to chest pain, and completed intravenous needle puncture in the resuscitation room, the process went smoothly, and the patient complained of no discomfort. Accompanied by nurses, the patient went to the radiology department, where he was injected with iohexol and then underwent coronary cta when the prn cap of the indwelling needle burst open, and a large amount of fluid and blood flowed out immediately; the patient's vital signs were stable, and there was no bleeding or oozing fluid from the injection site. The patient's vital signs were stable and there was no blood or fluid seepage from the injection site. The radiology department checked that the pressure of the instrument was normal and all the medicine had been injected into the body, so the patient was given the opportunity to wipe the blood and replace the prn cap to check again, and the process went smoothly, and the patient returned to the resuscitation room at 17:30. The prn cap burst open, causing the patient's blood to flow out in large quantities, causing the patient to panic, which may affect the results of the examination (coronary cta has a high demand on the patient's heart rate, and too fast a heartbeat will affect the results), and may lead to a misdiagnosis. Attachment

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 2 photos and did not return the defective sample. Photograph shows blood oozing from the prn. 2. DHR/bhr review (lot#4108714): 1)the products of this batch were assembled at intima ii auto line 4 in apr 2024 and packaged at r245 package line in apr 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The photo returned shows a leak from the prn, as the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the prn leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.